Event description:
It was reported that during priming the connector of the yellow tubing a prismaflex m100 was observed to be broken and an external fluid leak occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter's phone no.: (B)(6). The actual sample was provided for evaluation. A visual inspection observed that the cone of the luer-lock of the effluent line was broken in the rinsing accessory and the screw ring was no longer present. The reported condition was verified. The cause is design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.